Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and alarming button error. Customer stated the device was attached to their swim suit while they were swimming and exposed to salt water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.